Event description:
It was reported that the ventilator failed safety valve and pressure transducer tests during pre-use check.there was no patient involvement.manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported event. The issue was reproduced on site and it was solved by re-seating the dislodged expiratory pressure transducer tube. The received test logs confirm the presence of the failed tests and technical log does not include any errors that may represent a ventilator malfunction at the time of the event. The internal log do not have any logged information at the time of the event. The root of the reported event is the dislodged expiratory pressure transducer tube and there was not any ventilator malfunction.